Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Incoming information indicates the crt-p was prophylactically explanted and replaced due to the field corrective action (fca) and that the patient was pacing dependent. According to the current definition of a serious-injury/illness, the replacement was conducted to preclude or prevent permanent impairment or harm to the patient; therefore, the associated device will be processed as an adverse event only. There is no indication of a product malfunction or patient complication at this time.

Manufacturer narrative:
Product event summary: preliminary and functional testing was performed on the returned device. Results confirmed normal pacing and sensing functionality. Internal battery impedance during functional testing was found to be higher than the threshold established for automated testing. However, the measured impedance in the battery had not reached a level to impact device performance. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.